Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a concentric de novo lesion located in the right lower extremity of the superficial femoral artery that was heavily tortuous, heavily calcified and 90% stenosed. The high torque command 250 cm guide wire was advanced to the lesion but failed to cross due to an interaction with the anatomy. Resistance was met during advancement and removal. A non-abbott guide wire was used to complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.